Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings & investigation conclusions), h10 it was reported that cardiosave intra-aortic balloon pump (iabp) with loud hissing noise. A getinge field service engineer evaluated that unable to duplicate reported failure. Performed functional check and safety test, then returned unit to clinical service.no patient involvement.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) is making a loud hissing noise when powering off and randomly when is powered off. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.